Event description:
It was reported that the sensor glucose and blood glucose readings had discrepancies. The customer's mother stated that she was unable to get the sensor to be accurate and that the sensor usually alerts low sensor glucose. Unable to troubleshoot due to the customer not being present with the device at the time of the call. The blood glucose reading was unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.